Event description:
It was reported the patient went to the hospital as the inflatable penile prosthesis was not working properly. Inspection revealed that the hole in the right cylinder caused a fluid leak. Two weeks later the inflatable penile prosthesis pump component was replaced. Following the replacement surgery, the patient improved and was stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the reported device not working due to fluid loss from a hole in the right cylinder was not confirmed. No other leaks were identified in any other components. Product analysis was unable to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined, and functionally tested; no visual damages were found upon inspection. Under a microscope, it was observed that the pump kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Contamination was found inside the pump, so it was not functionally tested due to the contamination. The cylinder analysis in which the reported allegation of fluid loss from a hole, was unable to confirm the reported event as no visual damages were found upon inspection. The cylinders passed all tests performed. Product analysis was unable to confirm the reported event. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported the patient went to the hospital as the inflatable penile prosthesis was not working properly. Inspection revealed that the hole in the right cylinder caused a fluid leak. Two weeks later the inflatable penile prosthesis pump component was replaced. Following the replacement surgery, the patient improved and was stable.